Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 620767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, fibromyalgia and osteoarthritis. Concomitant products included armodafinil (nuvigil), cyclobenzaprine hydrochloride (flexeril), oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), tooth disorder ("dental issues, dental problems"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), libido decreased ("decreased libido") and back pain ("back pain"). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, weight increased, abdominal distension, libido decreased and back pain outcome was unknown and the headache had resolved. The reporter considered abdominal distension, alopecia, back pain, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left- 3 trailing coils right- 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 620767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, fibromyalgia and osteoarthritis. Concomitant products included armodafinil (nuvigil), cyclobenzaprine hydrochloride (flexeril), oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), tooth disorder ("dental issues, dental problems"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), libido decreased ("decreased libido") and back pain ("back pain"). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, weight increased, abdominal distension, libido decreased and back pain outcome was unknown and the headache had resolved. The reporter considered abdominal distension, alopecia, back pain, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left- 3 trailing coils right- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, migraines, nausea, dental problems, fatigue, weight gain, bloating, decreased libido, back pain added.lot number,event outcome,concomitant medication,concurrent condition,lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), tooth disorder ("dental issues") and headache ("headaches"). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, alopecia, tooth disorder and headache outcome was unknown. The reporter considered alopecia, headache, pelvic pain, rash and tooth disorder to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.